Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Smiths tampered seal label was missing. Customer's reported problem regarding failed delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed the pump (the expulsor) was found to be over delivering to the manufacturing specifications. Pump's expulsor was replaced. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device showed the dose was done but in reality it was not. No patient injury was reported.